Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is rupture.

Event description:
Healthcare provider reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device was broken shell, dark ring and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and nicks striated. Based on the device analysis the final assessment was "a striated edge broken in the side anterior/posterior assessed as surgical damage, nicks striated assessed as surgical tool scratch like [and] missing shell assessed as inconclusive.

Event description:
Healthcare provider reported a right side rupture. Device has been explanted and replaced.